Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no signs of contamination, reagent preparation, or instrument issues; ts suspected there was touchpoint contamination since they were running uncapped workflow. Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues, agreeing with ts that there was likely sample mishandling. Pas reminded that the results from two different aliquots should not be compared. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 278953 on panther plus instrument sn (B)(4) which had 6 positive samples in a row. When new aliquots from the original sample were retested using a covid-19 pcr assay on their panther fusion, only one sample was confirmed positive. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.